Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged/will not stay latched) has been confirmed. Upon investigation the trunk cable connector was bent, the guidepin was broken from the connector, and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the trunk cable connector was damaged and unable to securely latch to a monitor.